Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, bupivacaine, and baclofen all at unknown doses and concentrations via an implantable infusion pump for non-malignant pain and chronic low back pain. The patient reported where the pump is implanted it is tilting too far forward, and it was causing a lot of discomfort. The pump was still working. The healthcare professional (hcp) was concerned it was turning too far, as they had a hard time accessing the fill port in april. They checked to see if fluid was on top of the pump, and they "drew a little fluid off of the top." It was reported that the pump was turned almost all the way sideways. The patient reported it was sore and burns a lot. No further complications were anticipated/reported.